Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report. See associated medwatch #6000048-2007-00213.

Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangiopancreatography using a trapezoid rx lithotripter, "the tip of the basket fell off into the common bile duct". The physician was attempting to remove stones from the common bile duct when the tip fell off. A previous trapezoid rx lithotripter was used with the same results. The stones were removed successfully with these devices; however, the physician was unsuccessful in retrieving the tips and stated that "they will be removed when the patient is scheduled for surgery for the stricture". The patient's condition was reported as "fine".